Event description:
The remb sag saw was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered within the motor and sockets and damaged components were found.